Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Additionally, the coil catheter was not kinked. Microscopic examination was performed, and it was found that one of the clip arms was bent. Functional evaluation was performed, and no resistance was felt when the device was actuated. The device was able to perform the first activation and could be released from the catheter without problems. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the clip assembly could be released from the catheter without problem. Regarding the found problem of one of the clip arms being bent, this is likely due to the physician's technique during grasping of the desired tissue. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. The physician had to pull the clip off the tissue. Eventually, the clip fell off the catheter and the procedure was completed with another resolution 360 clip. It was reported that there was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, it was noticed that the catheter was kinked prior to trying to deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. The physician had to pull the clip off the tissue. Eventually, the clip fell off the catheter and the procedure was completed with another resolution 360 clip. It was reported that there was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, it was noticed that the catheter was kinked prior to trying to deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.